Manufacturer narrative:
The device was not returned. Should additional information become available, a supplemental report will be submitted.

Event description:
The customer reported to inogen, that they had trouble breathing and at one point could not breathe. Reportedly, the device exhibited fire hazard warning and yellow flashing light alarm. In turn, the customer switched to their backup portable oxygen concentrator, and still could not breathe. As a result, the customer called the ambulance. The customer received 12l of oxygen while enroute. Later, the customer was hospitalized for two days wherein they received antibiotic, steroids, and was diagnosed with a pneumonia. Reportedly, the customer is doing fine now.